Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer. Technical support assisted the customer in resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to contact support if the issue recurred.